Event description:
It was reported that the device had a ripped and bubbled downstream occlusion (dso) seal. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the pump failed the downstream occlusion test. The downstream occlusion sensor was replaced, and the device was able to pass all testing criteria.